Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00177 to provide further details on the event description as well as to provide the return sample evaluation results. The actual device has been received by the manufacturing facility for evaluation. Visual inspection upon receipt confirmed the customer's complaint. The lock adaptor had come off the sampling system. The lock adaptor in question and the male connector were inspected closely under magnification, no anomalies were noted in the appearance. The inside diameter of the lock adaptor and the outside diameter of the rib on the male connector were measured. Both were confirmed to be normal and comparable to those of the current product sample. The lock adaptor and the ribs of the male connector were analyzed for their elements by sem/edx (scanning electron microscope/energy dispersive x-ray spectroscope). Any substance, such as a lubricant, which may allow the lock adaptor to come off easily was not detected during this analysis. The lock adaptor and the male connector were re-fitted with each other and the mobility of the two components were checked by hand feeling. It was found that the lock adaptor had become more slippery than a current lock adaptor product. Based on the findings above, it is likely that there is a substance adhering on the lock adaptor in the volume which is too slight to be detected by the sem/edx. The production processes of this product was inspected for any place or work area where the lock adaptor of this product may have a chance to come into contact with a lubricant which allows the component to be slippy. It was confirmed that there is no such a place or work in any process. A review of the device history record of the involved product/lot# combination confirmed there were not any indications of production-related problems. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. Reproductive testing was conducted. Two three-way stopcocks were connected with each other. A lubricant (silicone oil) was applied to between the lock adaptor and the male connector intentionally. When the lock adaptor was given a turn subsequently, the jointed components came off. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the investigation results, as a cause of occurrence it is likely that the lock adaptor of the actual sample was given a turn for further tightening in the state of some substance adhering between the lock adaptor and the male connector, where the substance played a role of a lubricant. As a result, the lock adaptor went over the ribs on the male connector and came off the male connector. From the available information, however, it cannot be determined what the substance and when and how the substance adhered on the actual sample. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4)

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2015-00177 to provide further details on the event description as well as to provide the return sample evaluation results.follow up communication with the user facility reported the following information: (1) before priming a lock adaptor came off its place when some further tightening force was added to it.

Manufacturer narrative:
The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record and product release decision control sheet confirmed there was no indication of production-related problem or of any discrepancy or non-conforming in the test/inspection result. A search of the complaint file did not find any other report of this nature with the involved product/lot number. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported lock adaptor breakage on the capiox fx25 device. Follow up communication with the user facility reported the following information: during priming, a lock-ring of the luer lock connector in the sampling line connected to the oxygenator module was detached. The user facility utilized an alternative three-way stopcock. The operation was completed successfully and there was no harm to the patient.